Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reportedly, the device was explanted after an implant duration of about 121 months due to aortic stenosis. Device is currently with lab services. Need to request release of device and send kit directly to hospital contact.

Manufacturer narrative:
Device not returned. Requests were made for the device, operative report, and additional information, however, no additional information has been provided to date. Investigation is ongoing. The device has not been returned for evaluation. The device history record (DHR) review is in process.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure on (B)(6), 2010. According to the complainant, the irrigation system on the unit did not properly circulate fluid; the pump turned very slowly. In order to circumvent the problem, the complainant used a 60cc syringe to inject fluid. There were no reported patient issues as a result of this event. The procedure was complete with this device. At the conclusion of the procedure, the complainant noted that a rubber mechanism within the pump appeared to be worn down.